Event description:
It was reported by the rep that the (1) ems and the (1) mcm20 were used during an unk procedure, by an unk surgeon, on an unk date. The only info given is that the devices misfired. There was no consequence to the pt. There is no other info available.